Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a partial lead, specifically the connector portion was returned in one piece. Final analysis didn¿t find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented prior to the device replacement procedure. It was noted that the right atrial (ra) lead exhibited high capture threshold. Additionally, it was noted that the right ventricular (rv) lead could not be removed from the ICD header while explanting it for elective replacement indicator (eri). Consequently, the ra lead, rv lead, and ICD were all explanted and replaced on (B)(6) 2025. The patient was in stable condition.